Event description:
The reporter called and alleged discrepant results on the device when compared to the lab during a correlation with multiple pts. The reported device result/lab inrs reported were 5.9/4.3 and 3.1/2.1. Treatment varied upon the pt such as a change in medication or holding medication doses. The reporter did not want the product replaced.